Event description:
It was reported by the (B)(6) that a pt had an ulcer in the left eye under the contact lens on (B)(6) 2014. The pt had a decrease in visual acuity and experienced pain. Add'l info has been requested but not yet received.

Manufacturer narrative:
(B)(4). The complaint product was not returned for eval at this time. The device history record and sterilization record and investigation for this lot are in progress. Upon completion of the investigation, a f/u medwatch will be filled. Internal control no: (B)(4).